Event description:
It was reported that when using the bd pyxis¿ medflex 1000 had a drawer failed to close. After medication dispensing the drawer failed to close even after all cubies in drawer are shut. User suspect the issue may be due to a jam. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to be closed. The field service engineer was unable to locate the keys and used a long flat tool to hold the cubie down far enough to push the drawer closed. Both drawers were successfully closed, then opened and closed multiple times to confirm functionality. The station is now working fine. The system functioned as intended after the field service engineer resolved the issue.